Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 7 was not detected on bus and light emitting diode was missing on the pixie bus board. The field service engineer replaced flat flex cable to resolve. The system functioned as intended after field service engineer the troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.